Manufacturer narrative:
(B)(4). The reported failure that the cuff would not inflate could not be confirmed. The returned sample was tested using both a cuff inflation and a leak tests, and the cuff remained inflated. The manufacturing guidelines and controls were reviewed and found effective in ensuring this type of defect would be detected prior to release from the manufacturing plant.

Event description:
It was reported that during use, air was released from the cuff of the tracheostomy tube and the patient required replacement of the tube. There is no report of serious patient injury or death was associated with this event.

Manufacturer narrative:
(B)(4).